Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system was unresponsive and shuts down. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced and the power distribution was upgraded to address the issue. The power supply was returned for evaluation. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The power supply was received for evaluation. A visual assessment of the returned power supply did not reveal any non-conformity. The returned power supply was installed on a calibrated infiniti system. The system was turned on and allowed to boot. The system successfully booted. The returned power supply was exercised by a 2 hour burn-in test. The returned power supply passed test. Various system modes and parameters were activated via the touch screen. The system modes and parameters responded normally when activated and no system shut down occurred during tests. The returned power supply functioned normally. Therefore, the root cause of the reported events cannot be established. The manufacturer internal reference number is: (B)(4).